Manufacturer narrative:
The hematoxylin did not perform as intended. This may result in potential alteration to the staining intensity which may lead to incorrect results. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Capa00885 was opened by agilent technologies to investigate the issue of weak counterstaining. Through this investigation it was determined that the initial issue of weak staining of hematoxylin was due to 2 contributing factors. The first root cause, found during scar00418's investigation, was determined to be agilent's supplier manufacturing two production runs (with 15 days in between) from one raw material lot. The other root cause was determined to be agilent's internal acceptance criteria. While the received product passed current specifications it was decided this criteria is to vague, lacks graduation during evaluation, and is decided with a yes/no decision. During acceptance criteria review it was shown that "macroscopically, the hematoxylin-slide is very weakly stained, but microscopically blue nuclei can be seen and there is distinct "nuclei-details" to be seen." All affected countries had the appropriate regulatory authorities contacted and all fsca have now been closed with all required documentation. A recall was not conducted in the united states as the affected lot was not distributed in the united states. A notification was sent to all affected customers notifying them to immediately stop the use of the product and request a replacement. The level of effectiveness check was level a--100 percent of the total number of consignees to be contacted. The effectiveness of an fsca is measured by the total number of return forms received from the customers as well as the number of customers closed by a minimum of 3 good faith effort (gfe). Agilent's supplier confirmed that moving forward there will be one lot per production run; additionally supplier will now also provide data for absorbance on the coa. The following correction has been implemented to prevent recurrence: a new qc test with related new acceptance criteria will be implemented. The test will consist of a hematoxylin staining, an od-, and a ph measurement test. A1-a6: patient information has not been provided by the user.

Event description:
The united kingdom customer reported orange / brown dab deposition using assay ER/pr. In this event, the staining aberration was detected by the user and test result was invalidated. Replacement was provided which resolved this issue. No patient harm was indicated.

Manufacturer narrative:
Root cause: the root cause is currently under investigation. Failure mode description: the hematoxylin did not perform as intended. This may result in potential alteration to the staining intensity which may lead to incorrect results. Once additional information is received a supplemental report will be submitted.

Event description:
Customer complaint record reported orange / brown dab deposition using assay ER/pr. In this event, there was the staining aberration which was detected by the user and test result was invalidated. No patient harm was indicated.